Manufacturer narrative:
The pt was restimulated & did well with his second device. This is the final report. Clinical summary: pt had been implanted for approximately four years. After three years for device non-use, he decided to begin to use his device again in the summer of 1996. He was successfully reprogrammed but, subsequent to reprogramming, he experienced periods of intermittency. All external hardware was swapped. Eavs revealed atypical output. An integrity test confirmed intermittent output from the device. Visual inspection: the electrode array was observed to be in good condition. The stimulator body was observed to be in good condition. Electrical tests: the unit passed the remote test. The unit passed the reflected receiver coil impedance test. The unit passed the implant load test. The unit failed the two point probe test; no output was detected for any electrode pair. Continuity between electrode rings, via the integrated circuit, was checked. Continuity was observed on all electrodes. No short circuits were found between electrodes, & between electrodes & stiffening rings. The unit failed a test of current pulse amplitude growth. The output wave form of the device indicated a faulty sample & hold circuit. After opening the titanium can of the unit, the resistance of the sample & hold capacitor (main & trim capacitors in parallel) was measured in circuit. The resistance was found to be lower than normal. When removed, the trim capacitor measured 33 kohm (normal resistance > 300 kohm). Conclusion: the implant failed due to a faulty capacitor. Result of analysis: a visual inspection found the stimulator & the electrode array, in good condition. Electrical tests confirmed the unit to be faulty. The output wave form of the device indicated a fault in the sample & hold circuit. Further testing, after opening the titanium case of the unit, found the sample & hold capacitor to be faulty.

Event description:
The child's parents reported a decrease in the child's responsiveness. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery was done on 12/3/96. The surgeon determined that the electrode array of the replacement device was kinked. The second device was explanted and a third device reimplanted on 12/6/96. The serial number reference for this report is the first device.